Event description:
It was reported that t1 and t2 deployed together. All t's were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the delivery needle or were returned for examination. The delivery needle is dramatically bent. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Further investigation is not warranted at this time.